Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone14.7 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that after completing a pod change on (B)(6) 2026, the prior infusion site on the left thigh, for a pod worn for approximately 1.5 days, developed a raised, reddened area with swelling/puffiness and significant bleeding upon removal. The site subsequently formed a large scab and had a bruised appearance. The patient stated that the pod change occurred while she was at her healthcare provider¿s (hcp) office for a magnetic resonance imaging (MRI) appointment. The hcp evaluated the previous left-thigh infusion site, applied topical ointment and a bandage, and did not express concern regarding the site¿s appearance. No formal diagnosis or additional medical treatment was reported. The patient stated that the previous pod may have been inserted in a ¿wrong area.¿ she also reported frequent rotation only within the thigh areas and disclosed recent use of antihistamines (allegra and pepcid), questioning whether they might contribute to skin reactions. The patient prepares pod sites using alcohol wipes and removes pods by pulling them off.